Event description:
It was reported that an ilet user experienced hyperglycemia with a reported blood glucose of 220 mg/dl after changing the cartridge without initially performing the fill cannula step, which was completed later the same day; the user reported eating a larger than usual meal prior to the event. Symptoms included elevated blood glucose without reported acute complications. Outcomes included no hospitalization, no medical intervention beyond user self-management, and no device alerts or alarms. Investigation included a technical support review and user education regarding cartridge and infusion site change best practices. Investigation of this case revealed that failure to perform the fill cannula step immediately after the cartridge change would not have prohibited insulin delivery, and that recent larger food intake could have contributed to the hyperglycemia. It was concluded that the device performed as intended and that the cause of the hyperglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.